Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape. The correct common device is indicator, chemical. The correct catalog number is 14202-90. The correct lot number is 02016.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® nx cycle. The customer stated the tape is changing in the sterrad® 100nx unit. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00747 and 2084725-2016-00748.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), concomitant product evaluation, lot history and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. The concomitant sterrad nx was evaluated by a field service engineer. A h2o2 nylon tube was replaced for a h2o2 delivery failure/area too low error which resolved the system issue. Lot history was reviewed from 1/20/2016 to 11/15/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The replaced h2o2 nylon tube is the likely assignable cause for the incorrect color issues with the product. The issue will continue to be tracked and trended.